Manufacturer narrative:
(B)(4). Investigation summary the device was returned with the blade tip broken off and it was returned with the device. This blade tip portion may have broken off of the device during transport to our analysis site. Additionally, the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade, and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. The device was assembled and disassembled to a test hand piece without any difficulty and it rotates freely. The device was analyzed and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating "replace instrument / no instrument uses remaining / restart generator." The device was disassembled to inspect the internal components and no anomalies were found. To avoid handle component issues, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged and could cause an improperly connection between the hand piece and the device. This condition could not be seen during our analysis. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. No conclusion could be reached as to how the blade broken inside tube occurred. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness.

Event description:
It was reported that during an unknown procedure, the rotation knob would not work normally. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.